Event description:
It was reported by the field service engineer in australia that during annual service of the 4580 fms duo+ pump/shaver combo device, it was observed that the device had damaged chamber holder, guide line and broken safety cover hinges. During in-house engineering evaluation, it was determined that the device had broken guideline and safety cover. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary ==> per service manual operational and diagnostic by medifix, the reported failure was confirmed. Photos were received by the customer. During evaluation, it was identified that the chamber holder was damage. The guideline and safety cover were broken. The pressure adjusters were replaced and the parts defective. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure could be related to the defective components. Visual inspection of the photo the information of the device and it is correct. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.